Manufacturer narrative:
It was reported that both rear wheels are wobbly. I'm not sure if the issue is with the wheels or the axles. The box that it came in was a bit popped open on one corner, but otherwise fine. Replaced the wheels today, and that did solve the issue of the wobbly wheels, but then he noticed that there is a slight bend to the back left leg. It bends slightly to the center. So, apparently there was more wrong with this walker than the wobbly wheels. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.

Event description:
It was reported that both rear wheels are wobbly.